Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Therefore, the exact root cause could not be determined. Most likely, this is due to software problem - design inadequate for purpose. An investigations performed by imt proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". According to imt the reason for the failure is "when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿uneditable¿ value once it is selected. That in turn causes the software to hang forever". Bug fix improvements will be implemented on next sw release and this was documented under (B)(4). CAPA-000001062 assigned for app hang related issues.

Event description:
It was reported to vyaire medical that the bellvista1000 us fio2 level went gray and the device software application is not responding. The user interface (ui) overload followed by cfb error. Furthermore, patient was transferred to another vent and no harm associated with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, the vent was taken to biomed set up and ran for test, no error after 2hours and 45 min cycle. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.